Event description:
It was reported by a nurse that high lead impedance was received at a follow-up appointment with the treating neurologist. Good faith attempts to obtain additional information from the treating neurologist have been unsuccessful to date. At the moment the patient was referred for full revision surgery.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.